Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: h6: it was inadvertently reported in the previous medwatch report that the reported condition was not confirmed. However, upon further investigation, it was determined that the reported condition was confirmed, and the assignable root cause was determined to be traced to user, which is user error. Thus, quality engineering evaluated the device and it was determined that a piece of the broken cutter was stuck inside the attachment. The device was taken apart and it was determined that the locking mechanism assembly on the attachment device was out of alignment; preventing the lock tabs from releasing the cutter and causing the failure. A piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. It was determined that a full assessment of the device could not be performed due to the condition in which the cutter was received. It was further determined that a piece of the cutter had broken off below the laser marking; and therefore, the identification of the cutter, including the lot number could not be identified. The rest of the cutter was not returned. The root cause of the reported failure of cutter stuck was improper handling (user error) at the customer site. The evidence suggests an incorrect method of attachment insertion was used. It was determined that the root cause of the failure regarding the stuck cutter was due to improper handling (user error) at the customer site. Based on the suggested evidence, it was determined that an incorrect method of attachment insertion was used. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device. The brand name, catalog number, lot number and device manufacture date were unknown.. PMA/510(k) number was unknown. Device evaluation: the actual cutter and attachment devices were returned for evaluation stuck together. Quality engineering evaluated the device and it was determined that a piece of the broken cutter was stuck inside the attachment. The device was taken apart and it was determined that the locking mechanism assembly on the attachment device was out of alignment; preventing the lock tabs from releasing the cutter and causing the failure. A piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. It was determined that a full assessment of the device could not be performed due to the condition in which the cutter was received. It was further determined that a piece of the cutter had broken off below the laser marking; and therefore, the identification of the cutter, including the lot number could not be identified. The rest of the cutter was not returned. It was determined that the root cause of the failure regarding the stuck cutter was due to an operator error at the customer site. Based on the suggested evidence, it was determined that an incorrect method of attachment insertion was used. It was determined that there was no defect/failure found with the cutter. It was further determined that the associated device was found to be the cause of the reported issue. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: the part number is unknown, therefore, the gtin is unknown. A UDI cannot be generated.

Event description:
It was reported that the attachment device had an undetermined malfunction. Upon receipt of the attachment in-house, it was observed that a fragment of a cutter device was stuck inside it. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.